Manufacturer narrative:
Initial reporter is a distribution and information manager not a biomed.

Manufacturer narrative:
Concomitant medical products; (2) 10ml bd syringe ref 306500, lot, 532011c, exp nov 15 2018, 09% sodium chloride; therapy date unknown. The customer¿s report of a filter leak was confirmed. Functional testing found that there was a leak at the junction of the tubing and the micron filter. The leak was further confirmed during leak testing. The root cause of the leak by the filter was found to be a manufacturing issue due to insufficient bonding solvent being applied at the junction of the vinyl tubing. Insufficient bonding solvent created gaps in the tubing and the filter.

Event description:
The customer reported a leak at the filter of an extension set without further details of the event. There was no patient harm.